Event description:
T was reported that "the purpose of this letter is to request information about your equipment that is reported to have been used in a total hip arthroplasty (tha) in (B)(6) 2005. The next 15 years the hip prosthesis worked well, however, in 2020, pain with trouble walking became my life. At present time there is approximately 1.55mm superior migration of the femoral head. The information that is requested is: what type of polyethylene was used, what is the long term wear evaluation, and when is a revision suggested.".

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received was reviewed and stated that the patient had his primary surgery on (B)(6) 2005 and provides sticker sheets from the primary surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post-market surveillance, or other events within the quality system. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot, expiration date, UDI), h4, g4 (PMA), d10 corrected: b5, d1, d2a, d2b, d4 (product code), d6a, h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient called back with apologies for missing the first 3 attempts. He states he has pain in his buttocks that radiates down his leg. His surgeon has notified him that this is likely due to an issue in his back. He also feels like his hip is "popping out of place" but it corrects itself without further intervention. His primary surgery was done in (B)(6) of 2005. He is agreeable to the authorization forms. Authorization forms have been mailed to him on (B)(6) 2022.